Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.this report is associated with MFR report numbers: 3005168196-2016-01524, 3005168196-2016-01525.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance three ruby coils through another manufacturer's microcatheter, the physician encountered resistance and was unable to completely advance the coils out of the tip of the microcatheter. Therefore, all three ruby coils were removed and the procedure was completed using new ruby coils and the same microcatheter. It should be noted that the physician used a rotating hemostasis valve (rhv) and a pressurized flush bag during the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that since it is unknown which returned devices correlated with which lot number, the methods, results and conclusions codes will capture the investigation results for all three devices. Results: the pet lock of the first ruby coil evaluated was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was intact with the pusher assembly. The pet lock of the second ruby coil evaluated was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0 cm from the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly. The pet lock of the third ruby coil evaluated was intact on the proximal end of the pusher assembly. The pusher assembly was tangled and fractured. The embolization coil was detached from its pusher assembly. The outer diameter (od) of all three ruby coils were measured and found to be within specification. Conclusions: evaluation of the first ruby coil revealed that the pusher assembly was kinked in multiple locations. This damage was likely incidental and may have occurred during packaging for return. Evaluation of the second ruby coil revealed that its introducer sheath was kinked on the proximal end. This damage was likely incidental and may have occurred during packaging of the device for return. Further evaluation revealed that the ruby coil could be advanced through a demonstration px slim without an issue. Evaluation of the third ruby coil revealed that pusher assembly was tangle and fractured. This damage was likely incidental and may have occurred due to improper handling during packaging of the device for return. The ods of all three ruby coils were measured and found to be within specification. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Therefore, the root cause of the resistance mentioned in the complaint could not be determined. All penumbra coils are inspection during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.